Event description:
Additional information was received from the patient. They reported there was a device malfunction where x-rays showed the cause was the device twisting badly and disconnecting the wire. They replaced the device. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were in a case on monday and ran impedance test and saw high impedance results all over lead. The manufacturing representative (rep) said they thought they visualized a kink in the lead between stage 1 and 2 and so they explanted lead, but with new lead, they still had high impedance results, so the healthcare provider (hcp) replaced battery. When the new battery was implanted, the rep still saw high impedance values. They said the "battery was giving false impedances." The rep said one flaw with the new batteries (constant current systems) was that parameters cannot be changed to push through impedances. The agent agreed to document the case and send information related to return mailer kit.

Manufacturer narrative:
Continuation of d10: brand name surescan; product ID 978b128 (lot: va33mqm); product type: 0200-lead; implant date: (B)(6) 2025; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.